Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was reading 30 mg/dl when the blood glucose reading was 280 mg/dl. Customer stated that they were unable to bolus due to the threshold suspend alarm and the low sensor glucose readings. Customer also mentioned having lost sensor and sensor end alarms on the insulin pump. No further information reported.